Manufacturer narrative:
No malfunction was found in the lift or sling that may have contributed to the claimed event. In the described incident, the patient¿s right leg slipped off the back of the lift, suggesting possible issues such as: 1. Improper foot placement or misalignment on the footplate according to the sara flex instructions for use (IFU 04.kl.00.en_8) ¿place patient in sara flex (¿) ask or assist the patient to place his/her feet on the foot plate.¿ 2. Absence or incorrect application of leg straps, the optional leg strap can be used to make sure that the patient¿s legs stay close to the leg support. According to the IFU: ¿attach the leg strap to support the patient¿s legs, if needed.¿ and ¿to fasten the leg strap, attach it to the attachment point on either side of the leg support.¿ 3. Patient¿s physical condition (e.g., inability to maintain leg position). The IFU advises: ¿before use, the caregiver should always consider the patient¿s/resident¿s medical condition, physical and mental capabilities.¿ and ¿the patient/resident must be able to bear weight on at least one leg and have some trunk stability.¿ if the patient does not meet these criteria, alternative equipment should be considered. In summary, the incident was most likely caused by improper foot placement and the absence or incorrect application of the leg strap, combined with the patient's possible limited ability to maintain leg position. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and, therefore, played a role in the incident. This complaint was deemed reportable due to the patient's leg slipping out of the lift, which resulted in a serious injury.

Manufacturer narrative:
The investigation is ongoing, results will be updated in the final report. The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that during a patient transfer using an arjo floor lift, the patient's leg slipped out of the lift, resulting in a femur fracture. The inspection of the lift did not reveal any malfunction.